Manufacturer narrative:
. One 8.5f agilis introducer sheath was received for evaluation. Visual inspection revealed the sideport tubing was no longer attached to the hemostasis body. Microscopic inspection revealed a small amount of solvent was noted on the sideport tubing at the location where the hemostasis body met the tubing. No tearing or stretching of the tubing was noted. The extension tubing had detached from the sideport of the hemostasis body due to an insufficient amount of solvent on the extension tubing.

Event description:
During preparation for the procedure, the ¿side arm¿ detached. There was no patient involved.